Event description:
It was reported the catheter was placed femorally for the pt. While the catheter was in use, the clinician in the intensive care unit noticed vein thrombosis with pulmonary embolism. As a result, the catheter was removed and the pt underwent anticoagulation therapy. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). The device was discarded. Follow-up report will be filed if additional information becomes available.